Event description:
The patient had a groshong power port inserted about one and a half months ago. Patient returned to or due to a port malfunction. It was not possible to irrigate the port. The port portion (not the catheter portion) was removed, and a new port had to be inserted.